Manufacturer narrative:
Continuation of d10: product ID: 97745bp, serial#: (B)(6), product type: accessory, product ID: 97745, serial#: (B)(6), product type: programmer, patient. H3: analysis of the 97745bp battery pack (bp), (serial number#: (B)(6)) revealed, complaint was unable to be verified, battery pack was scrapped, due to a broken tab. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device.  The reason for call was caller stated that the patient dropped the controller yesterday and now the controller will not power on. Caller stated that they tried aa batteries in the controller and the controller did come on, but the controller will not power up with the battery pack. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Agent had caller re insert the battery but the green light did not come on the controller. Caller confirmed no physical damage on battery pack pins or controller connector port pins. The issue was not resolved. An email was sent to the repair department to replace the controller and battery pack. Caller mentioned that when the patient goes to stand up, their back about kills them because they're in so much pain.

Event description:
Additional information was received. Patient weight provided.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient h3:analysis of the controller revealed a cracked/scratched/worn front case causing case separation, charge issues, power loss and blank/white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.